Event description:
Additional information received reported the patient did not have concerns regarding their device or therapy.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0h1pf, implanted: (B)(6) 2014, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported the patient went through a screening at a social security office (security gate) and their settings were ¿messed up.¿ the patient stated this happened a while back in (B)(6) 2014. The patient went back to their healthcare professional (hcp) in (B)(6) 2014 to have their implantable neurostimulator (ins) reprogrammed after going through the security gate. The reprogramming had resolved the issue. The patient had their first ins site done in (B)(6) 2014 and that was working fine. The patient had their second ins sited done in (B)(6) 2014 and they were going for programming next thursday.